Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized three times for diabetes ketoacidosis. The caller stated that he had received no delivery alarms and wanted us to test to make sure the device is functioning. It was stated that the customer experienced abdominal pain. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, and basal rates were correct. Reviewed the alarm history and found all no delivery alarms. Assisted the nurse to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.